Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy procedure (ercp), a basket break occurred. The stone was located in the common bile duct (cbd). The rx lithotripter compatable basket was advanced to the cbd. At an unspecified time, the basket broke and was "lodged around the stone". The basket was unable to be retrieved. The physician removed the basket's catheter by "cutting the wires with a needle knife". The patient was taken to the operating room where a cholecystectomy was performed. The patient's status is unknown.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.